Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that meal announcements entered on the ilet bionic pancreas were not appearing in the device history or report despite the user believing an announcement was delivered, while subsequent meal announcements later appeared as expected. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of uploaded device data and user troubleshooting and education. Investigation of this case revealed normal device performance after the reported instances and a probable user error. It was concluded that the event was attributable to user technique and that the device functioned as designed.